Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving an infusion of zosyn. The IV was attached to a microclave and the user noticed the tubing was leaking at the microclave connection. The tubing was in use for less than 24 hours. No patient harm reported.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. Initial visual inspection found no defects anywhere on the syringe, microclave connector or the syringe module set. Tactile examination revealed that the female luer and syringe were not completely fastened onto the microclave. Functional testing was performed; fluid was observed to be leaking at both ends of the microclave due to the components not being completely fastened. Completely fastening the syringe and the female luer produced no leaks. The root cause of the leak was not determined. It was possible that the loosely connected microclave could have caused the set to leak.